Event description:
I received saline implants under the muscle and was told they were safe. I have breast cancer in my family and had mammogram prior to surgery to have baseline. I started to have severe back pain, had to get on blood pressure meds, insomnia, anxiety, chronic fatigue, cold / blue feet, vision disturbances, unexplained by dr, arthritis visible in images yet; blood work said differently, low libido, depression, and my list goes on. I had my second child with implants in and he was chronically sick with severe reflux with milk out his nose and had to be on very expensive meds, so he wouldn't choke on reflux milk. Then after multiple tubes and 8 months of constant ear infections, went to ear specialist at (B)(6). He went under exploratory surgery and had psoriasis of the inner ear canal. Auto immune issue. My first son didn't have any complications and I didn't have implants. I went to multiple drs to find out what was wrong with me. I developed a blood clotting disorder which was the cause of two miscarriages and then got pregnant and had to be on lovenox for entire pregnancy and high risk. I was low in testosterone in two different levels, b-12, d, anemic. I had hysterectomy after a (B)(6) neurosurgeon said he had to rule out of the way because of back pain. Had it done because my joints, hips, back, hurt so bad and nothing explained it. Nerve ablations, si joint injections, facet joint injections, dry needling, acupressure, cupping, physical therapy, percussion therapy, and the list goes on. I just explanted my implants via an en bloc capsulectomy on (B)(6) 2019. I have since had no back pain. I am slowly detoxing I also have the genetic mutation mthfr and had no idea until looking into my health and needing to know why I felt so bad. Now I know the mutation makes it worse for implant pts as our body is in complete fight mode. I have spent so much money on trying to find a source of all my pain and finally found a group of women who all have the same unexplained bii symptoms. We were told we are crazy and it's in our head when I have a very high pain threshold, but when it's chronic you keep digging deeper. I'm fighting to get awareness about breast implants and the risks was never told about. I personally didn't have mold growing in my implants but there are women who have. I am going in thursday to go over pathology reports from my capsules and the tissue and fibrous pieces sent in ((B)(6) not covered as well). They are keeping my implants at the surgeon's office in case I need for future evidence. I had to pay a total of (B)(6) just to explant and lift my now stretched out breasts. This doesn't include the years of dr's medications, injections, MRI's, physical therapy, and time missed from work and being a mother and wife. I did blood work prior to surgery and will do it again at 3 month post to start a comparison for my case. FDA safety report ID# (B)(4).